Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem and connector problem) was confirmed. Upon investigation, the charger was unable to pass essential performance testing due to the #2 light during an alert. The root cause was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem and connector problem.